Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area using the coolmini applicator on (B)(6) 2021 and developed paradoxical hyperplasia (ph) after treatment. The patient was diagnosed with ph on (B)(6) 2022 by a medical professional.

Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b5 and e1. Corrected data: d1, d8, g1, g2, and h6.